Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that phacoemulsification tip's irrigation fluid output, which normally branches out in two directions, was spraying out, causing poor irrigation during cataract (with intraocular lens implant) surgery. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened tip in a tip wrench was received. The returned sample was visually inspected and was found to be nonconforming with a clear/ yellow in color foreign material was inside the back hole. White in color foreign material was observed to be inside the bevel tip and clear/white in color foreign material was observed inside the hole. Wear observed on threads, back of flange, and nut corners. Consistent with threading on the handpiece. The foreign material was sent to particulate lab for analysis. Particle analysis found the material to best match was protein. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The complaint evaluation confirms the presence of foreign material in the bevel and the hole of phacoemulsification tip, which could be a contributing factor of the reported issue. The particle test analysis confirms foreign material to best match protein. Proteins are not a material used in the manufacturing or the packaging process of phacoemulsification tip. How and when the protein particle got on the bevel and the hole cannot be determined from this evaluation and a root cause the customer complaint issue cannot be determined. The most likely root cause is surgical debris from use during surgery. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted currently. All tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the foreign material in the phacoemulsification tip cannula exhibited on the returned sample, is removed from the lot and scrapped. This inspection includes visual inspection for foreign material. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in h.2., h.6. And h.11. Suspect was updated from cassette to phacoemulsification tip the manufacturer internal reference number is: (B)(4).